Event description:
It was reported that a patient presented for a device upgrade. Device interrogation revealed oversensing noise on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was stable.